Event description:
It was reported that during preparation of amvisc plus for use, the hub detached from the syringe. There was no patient contact.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.